Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the yaw pulley location. The cable was fully broken. There was not evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The instrument was found to have a broken main tube at the midpoint. A piece measuring at approximately 3.20 mm x 4.10 mm was missing and not returned. Components adjacent to this broken main tube do not show damage. The complaint regarding a broken articulation clamp was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted incisional hernia etep surgical procedure, the fenestrated bipolar forceps instrument had a broken clamp articulation cable. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial complaint allegation indicated that no fragments fell into the patient, the missing material/damage described occurred outside of a surgical procedure (e.g., not while in use within the patient). There was no any report of fragments falling from the device while used within a patient and the patient did not return to the hospital due to experiencing any post-surgical complications related to retention of foreign material.